Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was discarded by customer, so it was not returned to medtronic for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images of the post implant coronary angiography were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Poor/¿ sluggish¿ coronary flow was observed during a nonselective angiogram of the right coronary artery. Angiogram of the left coronary artery was performed, and good flow was observed. The right coronary artery was successfully cannulated with a wire and stent was deployed at the ostium of the coronary, restoring ¿brisk¿ flow to the right coronary artery. It was reported the patient suffered a myocardial infarction (mi), and despite emergency coronary artery bypass graft surgery, the patient died. Cause of the myocardial infarction post procedure is not evident and remains undetermined. Of note, the instructions for use (IFU) states that potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: - death - myocardial infarction, cardiac arrest, cardiogenic shock, cardiac tamponade - emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty) this event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the information provided, the primary event of coronary artery occlusion, leading to an mi, requiring pci stent placement with subsequent right coronary artery bypass graft surgery and subsequent death, is assessed as likely related to the device as per the physician, the valve contributed to the occlusion, the valve was not snared and the occlusion occurred shortly after the valve implant. The primary cause of death was right coronary artery occlusion. Contributing factors may have been the patient's history of breast cancer that had been treated with radiation. The reported adverse events and severities are documented in the risk management files and IFU. No further safety assessment is required at this time. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, a conclusive cause of the coronary occlusion could not be determined from the limited information available. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. With the limited information available, a conclusive cause of the myocardial infarction could not be determined. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed and with valve remained implanted, a conclusive assessment of the relationship between the event and the device could not be reached. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the transcatheter aortic valve was deployed at an implant depth of 6x6. Per the physician, the cause of the occlusion was unknown; however, the valve contributed to the occlusion. During the procedure, the valve was not snared. Coronary artery bypass graft to right coronary artery (rca) was performed successfully. Following the valve implant procedure, the valve did not migrate. Subsequently, myocardial infarction (mi) was noted as a post-operative complication. It was noted the patient was unable to survive from the mi. Per the physician, the cause of death was occlusion of the rca.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient¿s coronary arteries fi lled, as visualized by angiography. Following the procedure, a coronary occlusion occurred and the patient had an st-elevation myocardial infarction (stemi). The coronary artery was partially cannulated, but was not able to open. The patient was taken to surgery b ut ultimately expired.